Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent right inguinal hernia repair and a bard/davol medium perfix plug was implanted in the patient during this repair. (B)(6) 2016 - the patient underwent explant surgery of the perfix plug. As reported, the patient continues to experience complications related to the perfix plug. He will likely require additional surgeries to repair the damage from the bard/davol product. The patient's attorney alleges that the perfix plug implanted in the patient was defective, and that it failed to reasonably perform as intended. It has to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit. As alleged the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the reported expiration date for the device. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Not returned.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent right inguinal hernia repair and a bard/davol medium perfix plug was implanted in the patient during this repair. (B)(6) 2016 - the patient underwent explant surgery of the perfix plug. As reported, the patient continues to experience complications related to the perfix plug. He will likely require additional surgeries to repair the damage from the bard/davol product. The patient's attorney alleges that the perfix plug implanted in the patient was defective, and that it failed to reasonably perform as intended. It has to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit. As alleged the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.